Event description:
Caller alleged imprecision with the inratio meter. Results as follows: date: (B)(6) 2012, inratio results: 5.8, 4.2, and 5.5. Results were off of the same finger-stick; 5.8 obtained first. Testing was done within one hour.

Manufacturer narrative:
Investigation: per complaint, pt was testing the same finger for the first and second inr results. Using the same finger-stick for a second test would contribute to unexpected inr results or errors in testing. Inratio precision data provided by end-user lot: date: (B)(6) 2012: 1st inr: 5.8, 2nd inr: 4.2, 3rd inr: 5.5, mean: 5.17, sd: 0.85, %cv: 16.46. Since % cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. No product associated with the complaint is expected for return. Unable to perform retained strip test due to unk strip lot number on the event details. No further investigation is possible. Conclusion: analysis of the client¿s data from repeat inratio tests revealed that test results met precision criteria. Review of complaint revealed that customer¿s improper operational technique may have contributed to unexpected results. No strip lot info was available and no product was expected to be returned; further investigation could not be performed. This issue will be subject to tracking and trending. No corrective action required at this time, as no product deficiency was established.